Event description:
Balloon inflation across severely calcified lesion; atmospheric pressure exerted against plaque causing the balloon to rupture.

Manufacturer narrative:
The technical investigation of the returned pantera leo revealed a transversal burst in the distal part of the balloon, approximately 5 mm proximal of the distal x-ray marker. The further microscopic analysis showed several scratches close to the fracture site as well on the opposite side of the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Due to the scratch marks in close vicinity to the fractured site it is assumed that the balloon burst was most likely induced by the severely calcified lesion.